Event description:
It was reported that the patient presented for a follow-up in clinic for a magnetic resonance imaging (MRI) procedure. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately reset due to the MRI. The patient was asymptomatic. The ICD was reprogrammed, and the patient was stable throughout the intervention.

Manufacturer narrative:
Corrected data: h6: added complaint code of environemental compatibility problem.